Event description:
Event description cpi received information that while attempting to interrogate the implantable cardioverter defibrillator (ICD) an 'out of range' message was displayed and no tones could be obtained with a magnet application.